Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Patient identifier not available from the site. Onsite investigation suspected that the cause of the reported event was the staff monitor. Replacement of the monitor resolved the issue. No further issues were reported. Analysis of the returned monitor confirmed an electrical failure as the issue was reproduced during testing due to a loose connector, once that connection was tightened; the monitor functioned properly. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the navigation system's staff monitor was flickering and then stabilized after a few minutes. A patient was in the room, however, navigation was not necessary until about three hours into the surgery and by that time the monitor displayed accordingly. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.